Manufacturer narrative:
Alleged failure: periodic color distortion across entire screen. Multiple colors and un-usable during case despite camera change. Replacement used to complete the procedure. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes can be attributed to a intermittent issue possibly due to the software or the digital board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was color substitution.

Event description:
It was reported that there was color substitution.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.